Event description:
Customer's niece reported that on (B)(6) 2013 at 4:30 am. Customer was sleeping when the caller noticed the customer was incoherent and unconscious. Caller further reported they received an unspecified reading from the customer's adc blood glucose meter, which was higher than the customer felt and higher than a subsequent reading of 15 mg/dl, obtained on a paramedic's meter at 5:00 am. It was further reported the paramedics "tried to revive the customer but were unsuccessful" (specific intervention not reported). Customer was transported to a local healthcare facility, where she was diagnosed with hypoglycemia and was admitted for four days. It is unknown what treatment(s) may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1371320) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.